Event description:
Information was received related to a clinical trial conducted outside of the u.s. Reporting that angiography was performed based on symptoms, which revealed restenosis of three (3) stents (implant date 2003) requiring the implantation of two (2) additional stents.